Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752. H3/h6: a manufacturer representative, went to the site to service the system. The emitter was replaced. Codes c02, d02 apply. Evaluation of the returned emitter found, that the emitter was fully functional. Codes c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that the system's flat emitter failed the pegboard test, when performing the planned maintenance (pm). No patient was present.